Manufacturer narrative:
Device was discarded. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the operative report, and additional information regarding the reported device (on 09/16/2010 and 09/21/2010); however, no additional information was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. The reason for explanting the device was not provided.